Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube treads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump had pieces broken off. The rubber rings in reservoir area are loose as well. The customer's blood glucose was unknown. The customer was advised to discontinue use of pump and revert to back-up plan.